Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons had to push multiple times to work. Customer stated that the insulin pump had crack around battery compartment. Insulin pump was seizing. Insulin pump was louder to rewind. Insulin pump rejected new batteries and had oily rainbow effect on screen. Insulin pump clock had to be reset. Insulin pump alarm was softer. No harm requiring medical intervention was reported. The device will not be returned for analysis.